Manufacturer narrative:
Further information regarding the product has been requested. No additional information is available at this time. The events of pain and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and pain: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: - inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the mid-cheek, ck1, ck2, ck3 and nl1. After the injection, the patient "felt pain around the upper teeth and zygomatic groove area." Three days later, the pain gradually improved but had not completely subsided. Three days later, the patient developed swelling under the injection area, the sub-malar area. Patient was treated with ibuprofen, amoxicillin and prednisolone. Symptoms have resolved. Patient was concomitantly taking ponstan.

Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the mid-cheek, ck1, ck2, ck3 and nl1. After the injection, the patient "felt pain around the upper teeth and zygomatic groove area." Three days later, the pain gradually improved but had not completely subsided. Three days later, the patient developed swelling under the injection area, the sub-malar area. Patient was treated with ibuprofen, amoxicillin and prednisolone. Symptoms have resolved. Patient was concomitantly taking ponstan.